Event description:
A customer called with questions about secondary set operation. While assisting the customer, it was identified that a nurse reported a non-infusion of an antibiotic with the roller clamp open. There was no report of pt harm and medical intervention was not required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer stated the set will not be returned because it was not saved. Unable to determine the cause of the customer's reported non-infusion.